Event description:
During a lap hysterectomy, the tissue pad fell off of the instrument. Retrieved the piece through the trocar with no patient consequence. The customer used a second device to continue and completed the case.